Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-02152/02153).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, discomfort, inflammation and elevated metal ion levels. A review of invoice history confirmed both surgery dates and that the modular head and taper insert were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient¿s operative (op) notes reports patient was revised due to pain and a loose cup. Revision op report notes presence of clear, yellow joint fluid and some moderate synovial proliferation. The modular head and taper adapter were removed and replaced. The cup was removed and replaced with competitor products.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. . This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-02152/ -02153 and -05690).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, discomfort, inflammation and elevated metal ion levels. A review of invoice history confirmed both surgery dates and that the modular head and taper insert were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.